Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator showed noise on this right atrial lead and slightly on the right ventricular lead. The noise was described as a strange waveform. Atrial tachy response episodes were recorded. The mentioned noise was not reproducible with isometrics and lead measurements were stable and consistent. After reviewing the episodes, boston scientific technical services {ts) stated that the noise looks like oversensing of the respiratory rate trend (rrt) signal. Ts recommended programming off the rrt and stated if it is continued to see this with this feature off then the issue could be an external source. This right atrial lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).